Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an excess amount of cartridge air bubbles were observed in the infusion set tubing during the load fill tubing sequence. There was no reported impact to the customer's blood glucose level. Reportedly, the customer filled the tubing with 29 units of insulin instead of the typical 13.1-13.5 units of insulin to resolve the issue.